Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed the reported issue. The fse performed the battery run test and depleted the batteries. The fse noted that as per the customer's biomed, once the iabp unit was plugged in to charge, the battery cycle would start and then stop. The fse performed the battery charging sequence and observed the battery in bay #1 would charge and then stop. The fse removed the battery and initiated the charging sequence on the battery in bay #2. The issue was isolated to the battery in bay #1. The customer supplied a battery from a spare iabp unit which was then installed and tested. The fse observed that the battery charging sequence operated to factory specifications. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. It was also noted by the fse that the user was using the device in a manner that is inconsistent with its labelling by depleting the batteries to various degrees prior to disconnecting the ac power. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient and while in transport, the battery charging sequence for the cardiosave intra-aortic balloon pump (iabp) failed to resume after the iabp unit was re-connected to ac power. There was no patient harm and no adverse event has been reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6, h10. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed the reported issue. The fse performed the battery run test and depleted the batteries. The fse noted that as per the customer's biomed, once the iabp unit was plugged in to charge, the battery cycle would start and then stop. The fse performed the battery charging sequence and observed the battery in bay #1 would charge and then stop. The fse removed the battery and initiated the charging sequence on the battery in bay #2. The issue was isolated to the battery in bay #1. The customer supplied a battery from a spare iabp unit which was then installed and tested. The fse observed that the battery charging sequence operated to factory specifications. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
N/a